Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. The mother stated the customer was vomiting from their blood glucose after completing a set change. The customer was treated with the insulin pump and manual injections for their blood glucose. Troubleshooting found the drive support cap to be normal. It was also found the customer did not have leaks or air bubbles present on the insulin pump. The mother declined to complete a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.